Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Through testing, physio cleared the event code and completed a performance inspection procedure and the observed event code did not return. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
It was reported that the customer's device had its service indicator illuminated. After an evaluation of the device, it was observed that the device logged a critical event code which can affect defibrillation energy delivery. There was no report of any patient use associated with the reported failure.